Manufacturer narrative:
The returned primary guide assy, low-profile (confirmed part number rbl2320, batch l2001005) was examined visually under magnification. The fracture occurred at the end of the slider, right before the curved portion. The fractured surface was jagged and smooth, which indicated a twisted fast fracture across the threaded portion of the slider with a significantly high load. The guide had various areas depicting rust. The two hexalobe recesses appeared intact and undamaged. Functional tests were performed using a t8 hexalobe driver and a green drill guide. Both instruments interacted with the primary guide as expected. Complete functional testing could not be performed due to the broken state of the part. The reported event did not provide information about when the slider broke during the surgery. The surgical technique specifies that hand tightening should not be used when compressing the guide. In removing the guide, compress mode must be used, else the guide can break. However, due to unknown procedural conditions, no definitive conclusion on the cause of the incident can be made.

Event description:
It was reported the primary guide (part number rbl2320) broke during surgery. The broken piece fell into the chest and required a c arm and camera assistance to retrieve. Another instrument from the set was used. This issue caused a significant delay in the case "but was undocumented".